Manufacturer narrative:
DHR was reviewed and the device met all release criteria. Event represents an off-label use of the product.

Event description:
It was reported by the nurse that the pt is experiencing surface effects. This was noted on one side of the pt's abdomen. The other side was fine. The user reported that they were performing multiple technology treatments on the pt. (Layered light) no topical was used. The user reports that the surface effects have completely resolved as of (B)(6) 2011.